Manufacturer narrative:
The device was subjected to connector dimensional testing and lead extraction test with a vs-1 lead. Extraction did not occur with a force of 10 newtons. Competitor leads typically require less extraction force. The device operates properly.

Event description:
The rptr indicated that, at the time of the implant, the ventricular lead "felt loose" inside the header. The ventricular lead was removed from the header and then replaced. This time it felt more secure than with the first placement. There were no concerns with the atrial connector pin. Both leads were functioning okay at the time of implant. On the next day, during the post-operative check, it was revealed that the ventricular lead... Impedance was "high ohms" in both sensing/pacing modes. It appeared that the ventricular lead had moved within the header and the device was removed.